Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and dilaudid (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient wanted the pump removed and wanted a new health care provider (hcp) to work with. The patient stated that they had to get their pump replaced early because it was collecting liquid. There was fluid showing on the top of the pump that you could feel and the patient described it as the worst time of their life. The patient further reported that during the replacement, the hcp decided without telling the patient to switch them from fentanyl to dilaudid and put them at the lowest possible amount because he wanted them to start all over again. The patient stated that they liked the fentanyl because it worked and they didn't have to get the pump filled often. The patient stated that the pump had always made the difference in them being bedridden or not. But the hcp went to a different country so they had a different hcp and a physician assistant that was filling the pump. Patient services attempted to gather more information and clarification, but patient would not provide info when asked. Due to the nature of the call, information was unable or difficult to be obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.